Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6), 2008. Subsequently, the patient began to experience pain and a revision procedure was performed. During the revision procedure, the surgeon discovered metallosis and noted that the bearing was worn. No further information has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B)(4).